Event description:
The user facility reported their sterilizer was leaking water and steam. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
The steris field service technician arrived onsite, inspected the unit, and identified the water and steam leaks were caused by a leaking s16 valve and a crack in the heater gasket. The technician replaced the boiler heater, gasket, contactor and bolts, and the leaking s16 valve. The unit was tested and returned to service.